Event description:
The device was used during a lung volume reduction surgery. Reportedly, the staples did not form properly in the middle of the staple line and air leak occurred. Left side staple line was not completed in center.